Event description:
It was reported that the patient was readmitted on (B)(6) 2021 due to exacerbation of chronic driveline infection. Computed tomography (CT) scan revealed extensive infection of superficial tissue and driveline but not pump corpus. Wound treatment was administered, and the patient was discharged on (B)(6) 2021.

Manufacturer narrative:
The patient was previously admitted for driveline infection on (B)(6) 2020 (MFR# 2916596-2020-05735) and on (B)(6) 2017 (MFR#2916596-2020-05734). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that serratia marcescens and staphylococcus epidermidis were found on smear control. There were strong local signs of inflammation.

Manufacturer narrative:
The patient was previously admitted for driveline infection on (B)(6) 2020 (MFR# 2916596-2020-05735) and on (B)(6) 2017 (MFR#2916596-2020-05734). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was readmitted on (B)(6) 2021 due to exacerbation of chronic driveline infection. Computed tomography (CT) scan revealed extensive infection of superficial tissue and driveline but not pump corpus. Wound treatment was administered, and the patient was discharged on (B)(6) 2021.